Manufacturer narrative:
D4 - lot #: possible lot numbers are 13803754 or 13805390. Additional contact information: (B)(4), terumo kofu factory, (B)(4). The device was received for evaluation- the investigation is pending.

Event description:
The event involved a chemosafelock bag spike where the customer reported that during infusion the solution did not drip to chamber-occlusion suspected. A factory-retained kl-msu3 and syringe were connected to the sample to perform liquid aspiration check. As a result of the test, high resistance was sensed, and we were not able to pull the syringe plunger. CT inspection was performed and the result shows occlusion in the conduit. The set was used in preparation for the following palonosetron i.v. Infusion bag 0.75mg/50ml[taiho] and dexart injection 3.3mg bevacizumab bs intravenous drip infusion"daiichi sankyo", elplat i.v.infusion solution(oxaliplatin). The device was changed with no further problems encountered. There was patient involvement but no patient harm.

Manufacturer narrative:
A series of photos were shared by the customer, where a CT inspection inside the chemo where a comparison between a good and actual sample is observed. Based on the photo is no clear anomalies between them. One used. List #kl-bs001u3, chemosafelock bag spike was returned for evaluation. As received no physical damage or anomalies were observed. No mating device was returned. The set was primed and no flow through the chemolock bag spike was observed. The sample was cut and an errant solvent inside the fluid path of chemolok was observed. The complaint of occlusion can be confirmed. The probable cause was due to errant solvent applied during the assembly process in manufacturing. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.